Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were missing medication orders. A technical support specialist (tss) stated that the customer¿s last three admissions had no medication orders and verified that there were no medication orders in medbank myqlink. The system functioned as intended after the technical support specialist completed the investigation of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, there were missing medication orders. The customer stated that this malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.